Event description:
It was reported that tip of the instrument took off.

Manufacturer narrative:
Method: device history review; complaint history review; risk assessment. Results: manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The product is not available for inspection. Conclusion: without device evaluation, the root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that tip of the instrument took off.